Event description:
This is what the patient safety report stated: catheter was opened and flushed for use in a stroke procedure. Catheter was hooked up to a flush line and rotating hemostatic valve (rhv), as is standard procedure. Catheter was inserted through guide catheter and advanced to clot. After first pass was made with the solitaire device, the microcatheter was retrieved. A guidewire was attempted to be inserted through the microcatheter multiple times without any success of exiting the catheter tip. Additional report stated: after having used a wire through the microcatheter the first time, when they went to pass the wire again it would not work. Manufacturer response for micro catheter, rebar-18 micro catheter (per site reporter): I contacted the manufacturer and they gave me the reps contact information. Sent email asking to start the process of returning the device. I have not heard back from him yet.